Manufacturer narrative:
This report is for an unk - screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, patient underwent removal of unknown variable angle (va) locking compression plate (lcp) plate and unknown screws due to patient fell and broke the va lcp plate that was put in approximately 3 months ago. The patient had fallen, and the plate had broken. There was a total of seven screws in the 6 hole right extra articular proximal ulna plate. After incision to remove the hardware it was apparent that the patient also had an infection in the site of the plate. The plate and screws were broken. The screws are not intact. After incision to remove the hardware it was apparent that the patient also had an infection in the site of the plate. Procedure outcome and patient status are unknown. This report is for 7 of 8 for (B)(4).